Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received the following results within 10 minutes on two different systems: 408 mg/dl (compact plus system 1) and 179 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.